Event description:
Plaintiff alleges being diagnosed with a latex allergy from her exposure to latex medical gloves. Further alleges that as a direct and proximate result of the exposure, she has suffered severe pain and suffering, has incurred and will in the future incur expenses for medical care and treatment and will suffer wage loss and loss of earning capacity. Also alleges she has suffered and will in the future suffer mental strain, emotional stress and the loss of enjoyment of life.